Event description:
It was reported that this brady lead was not successfully implanted due to when attempting to load the lead into the guidewire, the insulation was pierced. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to when attempting to load the lead into the guidewire, the insulation was pierced. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted a puncture hole near the tip end of the lead. Further, unintended use error caused or contributed to event was selected based on the field report. This type of damage is consistent with a back-loaded guidewire escaping the lumen.